Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that, upon interrogation, a pacemaker was found in backup vvi prior to being used. The device was not used. There was no patient involvement.

Manufacturer narrative:
Final analysis found an xena ic anomaly which resulted in a backup vvi (bvvi).